Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer treated high blood glucose level with 4.9 units of bolus. The customer reported that one infusion set was leaking the other two gave him insulin flow block alarm. Troubleshooting was performed and the insulin exited. It was unknown whether the insulin pump was in auto mode at the time of the incident.